Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon device interrogation a decrease in pacing lead impedance was observed. The low measurements were reproduced with arm movements and some oversensing was also seen. It was also noted that one day prior the patient felt a vibratory alert. No externalization was seen on x-ray. Lead was capped and replaced. Patient condition was good.